Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was difficulty crossing the septum. The patient underwent a pulse field ablation procedure. Devices used during the procedure included a farawave nav ablation catheter, faradrive steerable sheath, farapoint catheter, optimap catheter, and farastar pfa generator. During transseptal access, the faradrive sheath was initially advanced over a non-boston scientific guidewire; although the guidewire crossed the septum, difficulty was reported advancing the faradrive sheath. The guidewire was removed and replaced with a protrack pigtail wire, after which the faradrive sheath advanced successfully across the septum. The remainder of the procedure was completed without additional difficulty. No intra-procedural hypotension, patient distress, or adverse events were reported.